Event description:
Baxter reports that povidone iodine solution is leaking between the female adapter and the minicap. This event represent the first of two incidents which occurred to the pt on the same day. There was no pt injury or medical intervention reported by the international affiliate.

Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.